Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with dexcom g7 after a morning of communication issues between the cgm and ilet, with subsequent ilet high readings and a confirmed fingerstick blood glucose of 457 mg/dl; the user transitioned to multiple daily injections and disconnected the ilet for two hours as instructed, and a replacement ilet was issued after remote troubleshooting could not be performed due to the user being away from the device. Symptoms included hyperglycemia without ketones and no need for professional medical intervention or hospitalization. Outcomes included temporary discontinuation of pump therapy, manual insulin correction by pen, and device replacement. Investigation included review of user-reported history, verification of cgm sensor management on the original and replacement ilet, supply set changes, and assessment of potential infusion set or adhesive problems, along with confirmation that a stopped dexcom g7 sensor could not be restarted on the replacement ilet. Investigation of this case revealed that the hyperglycemia was likely related to infusion site or supply-related delivery issues and cgm connectivity issues, with no evidence of device alarms or malfunction captured and no ketone development. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with infusion site or consumable-related factors and user handling of cgm sensor transition.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.